Manufacturer narrative:
It is unknown if the device is returning for analysis as it has been retained by the hospital. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement of a hi-torque balance middleweight universal ii guide wire the guide wire fractured. It is unknown if the fractured pieces remain in the patients anatomy. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to guide wire separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported guide wire separation. In this case, it is possible that manipulation during advancement against possible resistance, the core likely kinked and separated; however, this could not be confirmed. Additionally, the reported patient effect of foreign body in the patient appears to be related to the operational context of the procedure as it is unknown if the fractured pieces remain in the patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: updated from ni to na.